Event description:
It was reported that the right ventricular lead exhibited high thresholds and low sensing values. The lead was capped and replaced. During the procedure, insulation damage was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.